Event description:
The customer reported that the device displayed a speaker malfunction message and there was no audio. The customer replaced the speaker with a known working speaker from another device and there was still no audio. The customer reported that the device was not in use on a patient at the time the issue was discovered.